Event description:
It was reported the epg (external pulse generator) is stuck in the lock mode. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powered up and locked up. Voltage of battery returned with device was found low. Main printed circuit board was also found out of electrical specification (battery removal amplitude) which is not related to the reported event. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Battery release, heart block, and lead flex cover are contaminated. Three wrong case screws were used. Battery contacts are compressed. Side bails and ring are missing. Lcd (liquid crystal display) gaskets stick out into the display area. Keyboard is scratched (cosmetic).